Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged inaccuracy issue began 1 week prior to contacting lfs; she was unable to recall the exact date and time. The patient reported obtaining a blood glucose reading of ¿300 mg/dl¿ with the subject meter and after more than 20 minutes, she remeasured obtaining a reading of "48 mg/dl." The patient stated that she manages her diabetes with insulin (novomix, twice daily) and oral medication (metformin, 2 pills). The patient denied making any changes to her usual diabetes management regimen due to the alleged issue. The patient reported developing symptoms of ¿dizziness and bad feeling¿ after the reading of ¿48 mg/dl" was obtained; she was unable recall exact time. The patient claimed she was treated by her daughter with dextrose . No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and the same approved sample site was used for testing. The cca noted the test strips were in good condition. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required assistance of a third party for treatment of an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.